Manufacturer narrative:
Additional information received from the account. The device will not be returned for investigation.

Event description:
Additional information received from the account: the procedure was a c-section. A second surgery was conducted to remove the needle. X-ray was used to locate the needle

Manufacturer narrative:
(B)(4). Additional information has been requested of the account but a response has yet to be received.

Event description:
According to the reporter, the needle broke off during an operation requiring the patient to be x-rayed to locate the broken piece. Another operation took place, date currently unknown, and the broken needle was removed after which a second x-ray was conducted.

Manufacturer narrative:
(B)(4).